Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) had moved in their ¿fat¿ and made it harder to charge. The patient was not sure if it was harder to charge due to the fat or because the device was 6 years old. The indication for use for the implanted device was noted as other chronic/intract pain (trunk/limbs). There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they had difficulty recharging their previous implantable neurostimulator (ins) as it took them up to 5 hours to charge. No further complications were reported or anticipated.

Manufacturer narrative:
Pt weight was provided. If information is provided in the future, a supplemental report will be issued.